Manufacturer narrative:
Calibration and qc ran before the event met established ranges. Calibration and qc performed after the event did not meet specifications for crem. Customer cleaned the crem cup and noticed the stirrer was not turning correctly. A field service engineer (fse) was dispatched and replaced the stirrer motor. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding false low creatinine (crem) results generated by the synchron lx20 pro clinical system for multiple patients. The results were reported out of the lab. The customer reran the samples on a different instrument which generated higher results. It is unknown if treatment was initiated or withheld.